Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. CAPA reference: na. The customer stated that there was no patient involvement.

Event description:
133.6080- (B)(4). Shipping & billing address confirmed. There was no patient involvement. Low capacity in battery pack, open circuit in backup speaker.

Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
(B)(4). There was no patient involvement.low capacity in battery pack, open circuit in backup speaker.